Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set leakage event. The blood glucose level was over 400 mg/dl. No additional assistance or medical intervention were needed to manage the user's high blood glucose. No further information was available.